Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar pro c-flex+ device was returned to a third-party service center for evaluation, with no initial alleged complaint. No death, serious harm, or injury was reported, and no medical intervention was provided. During the evaluation of the device at the service center, the device was visually inspected, and evidence of visible foam particles inside the blower kit was identified. In addition, the device had dust failure and displayed error code e025 (err_motor_thermistor_open). Lastly, the device was scrapped. This event is reportable under FDA 21 cfr part 803, as it meets the criteria for a serious injury and/or product malfunction.